Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 531 mg/dl, cause was unknown. High bg was addressed with a manual correction injection. Additionally, it was reported that the touchscreen timed off sooner than expected. Reportedly, customer continued to use the pump for insulin therapy.